Manufacturer narrative:
This complaint was identified during a retrospective complaint review as meeting the criteria for an MDR and will be submitted to the FDA. (B)(4). A carefusion technical support specialist advised the user facility biomed to check the ribbon cable between the o2 blender and the tca pcba to ensure that the connection is secure and to check the bgpt calibration. The user facility biomed called back and informed the carefusion technical support specialist after he pulled the ribbon cable, cleaned the connectors, reinstalled the ribbon cable the issue was resolved and the device passed all testing.

Event description:
The user facility biomed reported that during pre-use checks the device went inop. There was no report of patient involvement.